Event description:
It was reported that during atrial lead implant procedure, sensing and threshold were not ideal, threshold was high and the lead could not pace. After atrial lead positions changed several times, physician observed that the lead tip could not be retracted and angiography showed marks were not meshed. Physician replaced the atrial lead with a different lead to complete the operation, and tested parameters were well. Physician commented the event was related to product defect. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.